Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that all conductors had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that there was increasing and high impedance noted on the lead. It was also reported that the lead had intermittent capture and high threshold. It was further reported that the lead looked pinched and appeared bent in the pocket. The lead was removed and replaced. No patient complications have been reported as a result of this event.